Event description:
On (B)(6) 2012, patient reported experiencing elevated blood glucose levels. Patient stated, he has not been receiving any error messages. Patient reported, he has been experiencing the elevated blood glucose levels over the past month. Patient stated, his blood glucose level has been 17-18 mmol/l (306-324 mg/dl). Patient reported, he would like his range to be 7-10 mmol/l (126-180 mg/dl). Patient stated, he has not changed the infusion adapter in a long time and he reuses the insulin cartridges. Advised patient on cartridge use. Patient reported, he leaves the infusion sites in for 3-5 days. Advised on infusion set usage. Patient stated, the infusion site will leak from time to time and that it has been occurring for the past 2 years. Patient reported, occasionally receiving an e4 (occlusion) error message. Patient stated, he will disconnect the infusion set tubing and prime, and if the tubing primes okay he will change the infusion site. Patient reported, he usually treats his elevated blood glucose with a correction bolus and a correction injection of insulin. Patient is currently on his backup infusion device. Patient no longer has the leaky infusion sets. On follow up on (B)(6) 2012, patient reported the leaky infusion site, while the infusion set was in use and occurred at the site of insertion. Patient stated, he discovered the leak because of his elevated blood glucose levels, checked the infusion site and it was wet. Patient reported, he has a lot of scar tissue in his abdomen where he inserts his infusion sites. Advised patient on proper site rotation. The patient did not require assistance from a healthcare professional or second party to address the issue. Sending infusion adapters; no product return was requested.